Event description:
Following an unsuccessful attempt to place a detachable coil into a 3mm hemispheric basilar tip aneurysm in a pt admitted with subarachnoid hemorrhage and pneumocystis pneumonia, a 3.5mm diameter medtronic solstice occlusion balloon system was inserted for assistance during a second attempt to embolize the aneurysm. The balloon was placed such that it lay at the basilar tip. After inflation of the solstice balloon, the balloon spontaneously ruptured and was removed from the pt. Within one minute, the pt's blood pressure and heart rate rose acutely. Repeat arteriogram revealed a gross extravasation of blood from the apex of the basilar artery, consistent with re-rupture of the basilar artery. The areas of mild constriction within the basilar artery were thought to be related to the pt's prior subarachnoid hemorrhage. However, following the rupture of the aneurysm and it's change in morphology, there was a much higher suspicion that this small aneurysm may in fact be an atypical mycotic aneurysm in an immunocompromised pt with chronic disseminated coccidioidomycosis including meningitis. Infectious arteritis rather than vasospasm related to subarachnoid hemorrhage could also explain the constrictions involving the distal half of the basilar artery. The probability of definitive success for the procedure was placed at approx 30%. Subsequently, the pt expired.